Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a new lot that was not manufactured with the new resin corrected the issue. (B)(4).

Event description:
The customer reported wash carousel motion error and not ready system message while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. During system troubleshooting, the customer was able to initialize the instrument to ready without any errors. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. A new lot of rvs, without the affected resin, was sent and received by the customer. The customer stated there was no impact to patient results. Patient results would not be generated as the instrument was in the not ready state, thus not completing any assays on board. There was no patient impact associated with this event.